Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion sets cannula kinked event. The blood glucose level was high at the time of event and managed by bolus via pump. The issue occured within three hours of insertion. The infusion set was in use for three hours.the site of insertion was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02760 - device 1 of 3.